Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for pacemaker check. The device was unable to be interrogated via telemetry or magnet. The device appeared on the telemetry monitor to not pace effectively as noted by complete heart block rhythm. No intervention was performed, as the patient was labeled with a do-not-resuscitate order. The patient was stable.